Event description:
The catheter perforated the fundal portion of the uterus; introducing contrast into the vasculature. At this point, the catheter was removed and the procedure stopped. The procedure had to be redone. Another hsg was performed; although not sure when the procedure was completed. A section of the device did not remain inside the pt's body. Per the initial reporter, the pt did not experience any adverse effects due to this occurrence. No add'l info has been provided regarding outcome of the pt.

Manufacturer narrative:
Lot number was not provided by the reporter. Expiration date unk as lot is unk. (B)(4) - perforation and add'l surgical procedure are not labeled. (B)(4) - perforation is not labeled. No product was returned to assist in the investigation, therefore, a physical examination of the complaint device could not be performed. A review of te specs indicates that this device is 100% inspected during the mfg process and again, prior to shipping. The eval results are inconclusive; the root cause of the customer's difficulty was confirmed based only upon the customer's statement.